Event description:
It was reported that the health care professional (hcp) requested a review of stored atrial tachy response (atr) episodes on this right atrial (ra) lead. Technical services (ts) reviewed the episodes and observed noisy signals and atrial undersensing. Additionally, lead trends showed a decrease in intrinsic amplitude, a drop in pacing impedance measurements within normal limits, and an unsuccessful right atrial automatic threshold (raat) test due to high atrial rates and low evoked response. No adverse patient effects were reported. This ra lead remains in service.